Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2011: (B)(6) presbyterian. (B)(6) md. Procedure report. Colonoscopy. Indication: rectal bleeding. Impression: internal hemorrhoids, otherwise normal. (B)(6) 2012: (B)(6) medical center. (B)(6) md (resident); (B)(6). History and physical. Presents with chest pain for one day. Smokes 5 to 6 cigarettes/day for 30 plus years. Abdomen: soft, nontender, nondistended, normal bowel sounds, no organomegaly, healing hysterectomy scar by secondary intention without signs of infection. Impression: chest pain, unspecified. (B)(6) 2013: (B)(6) margaret. (B)(6). Emergency room visit. Discharge diagnosis: hernia; abdominal pain. (B)(6) 2013: smh. (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: left lower abdominal pain, status post cesarean section/hysterectomy 4 months ago. Impression: right-sided pelvic fluid collection measuring 5.0 x 4.7 cm; likely right ovarian cyst with possibly hemorrhage within. Left-sided direct abdominal wall inguinal hernia with loop of sigmoid within, without secondary obstruction or inflammation. (B)(6) 2013: (B)(6). (B)(6). Emergency room visit. Abdominal pain. Discharge diagnosis: hernia. Follow up within 3 to 5 days with christopher bartels. (B)(6) 2013: (B)(6) ha. Radiology ¿ CT abdomen/pelvis with contrast. Indication: left lower quadrant pain. Findings: diastases of the rectus sheath with small ventral hernia slightly right of midline. Impression: large left inguinal hernia which now contains several loops of unobstructed small bowel. The colon is no longer herniated. There is no evidence of obstruction. No evidence of bowel wall thickening. Slightly right of midline ventral hernia containing a partial loop of small bowel compatible with a richter¿s hernia. Slight infiltration of fat in ventral hernia was present on previous study. (B)(6) 2013: family practice penn hills. (B)(6) do. Office notes. Preoperative for laparoscopic hernia [repair] on (B)(6) 2013. Indication is pain. Smokes about one half pack/day, occasional alcohol. Weight 262 pounds, bmi 44.73. Abdomen: mild tenderness left lower quadrant, firm but not rigid, no guarding. Hernia is site of laparoscope, mass palpated in left lower quadrant. Impression/plan: inguinal hernia. Do blood work and chest x-ray. 3/18/13: amended: okay for surgery. (B)(6) 2013: (B)(6) margaret. (B)(6). Emergency room visit. Incisional hernia pain. Discharge diagnosis: chronic abdominal pain; hernia. Follow up within 1 to 2 days with robert beasley. Call to be seen for pain medication prior to surgery. Implant procedure: exploratory laparoscopy. Incisional herniorrhaphy with mesh, open. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/10611220, 10 cm x 15 cm] implant date: (B)(6) 2013 hospitalization (B)(6) 2013 (B)(6) 2013: (B)(6) margaret. (B)(6) md. Operative report. Assistant: dr. (B)(6). Preoperative diagnosis: large incisional hernia. Postoperative diagnosis: large incisional hernia. Anesthesia: general endotracheal. Anesthesiologist: ____ [sic]. Indications: this is a 39-year-old very morbidly obese woman who underwent an emergency c-section followed by a hysterectomy about 6 months ago. She has developed a symptomatic hernia above her pubic bone. She is taken to the operating room for an elective repair. Preoperative consent: the risks, benefits, alternatives and limitations to the procedure were discussed with the patient and her boyfriend. She has asked appropriate questions and desires to proceed. A prophylactic antibiotic was ordered to be administered within 1 hour of skin incision (g8629). The antibiotic was consistent with the pqri measure (4041f). Discontinuation of the prophylactic antibiotic within 24 hours of surgical end time was ordered (4049f), and prophylactic antibiotics were ordered to be given within 4 hours of skin incision or intraoperatively (4046f). Findings: there was a 4x 7-cm hernia above the pubic bone causing a diastasis of her lower rectus muscles. The hernia sac extended over her pubic bone into the left groin. A 10 x 15-cm piece of gore-tex mesh was used. Description of procedure: ¿the patient was too obese to complete the procedure laparoscopically. The patient was taken to the operating room and identified. After adequate general endotracheal anesthesia was achieved, the abdomen was prepped and draped in the usual sterile fashion. The abdomen was entered with a veress needle in the left upper quadrant and once it was insufflated with carbon dioxide, a 5-mm trocar was introduced and the intestines beneath were examined and were free of injury. Another 5-mm trocar was placed in the left lower quadrant and another was placed in the right lower quadrant. The omentum was densely adherent to the upper midline incision which showed a hernia. I took great care in trying to take down the omentum, but this was impossible given her morbid obesity. The laparoscopic instruments were then passed off the field. I then made a low midline incision and this was carried down to the hernia sac. The hernia sac was opened. The omentum was excised from the edges from the fascial edges. The bladder was pushed back and under the pubic symphysis. There was a 1-cm portion of fascia just above the pubic symphysis which allowed me to affix the mesh to it. A 10 x 15 cm piece of gore-tex dualmesh was [sic]. The mesh was affixed to the undersurface of the fascia at 12 points using #1 prolene sutures. Care was taken to avoid the underlying intestines. Once I was sure that there was no entrapment, the sutures were cinched. The hernia sac was then closed over the top with the interrupted 0 vicryl suture in a figure-of-eight fashion x8. The large subcutaneous space was irrigated and closed over drain with staples. The abdomen was again insufflated and the mesh was examined. It was free of adhesions or entrapment. The omentum was examined and was hemostatic. The colon was examined and was free of injury. The co2 was allowed to escape. The trocars were removed under direct vision. The 5-mm ports were closed with staples and a large dry sterile dressing was applied. The patient tolerated the procedure well and was taken to recovery in stable condition. I was present, scrubbed and directed the entire procedure from beginning to end. My findings and expectations for recovery were discussed with her boyfriend in the waiting room.¿ 1.1 (B)(6) 2013: upmc. Intraoperative record. Preoperative diagnosis: incisional hernia lower abdomen. Postoperative diagnosis: incisional hernia lower abdomen. Procedure: repair incisional hernia with mesh, laparoscopy. Asa class: 3. Wound class: clean. Implant record. Mesh, dual plus 10cm x 15cm (n) 1dlmcp03. Serial/model number: 1dlmcp03. Lot number: 10611220. Expiration date: 2015-07. Implant site: abdomen ¿ lower. Quantity: 1. Vendor: gore®. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10611220) was implanted during the procedure. Relevant medical information: (B)(6) 2013: (B)(6) md. Pathology report. Accession number: sms13-3279. Final diagnosis: hernia sac and omentum, lower abdomen, incisional herniorrhaphy. A. Portion of omentum with fibrosis and neovascularization. B. Fibrocollagenous scar with histiocytic reaction to birefringent foreign material. Gross description: incisional hernia sac and omentum lower abdominal: the specimen is received unfixed labeled with the patient¿s name ¿gede stewart¿ and ¿incisional hernia sac and omentum lower abdominal.¿ it consists of a 10 x 7.8 x 1.8 cm aggregate of disrupted hemorrhagic pink yellow fibroadipose tissue mixed with soft hemorrhagic pink tan fibromembranous tissue. Sectioning reveals similar tissue. No mass is identified. Representative sections submitted, labeled: 1a-b. Microscopic: microscopic examination substantiates the above diagnosis. Patient history: preoperative diagnosis: incisional hernia lower abdomen. Postoperative diagnosis: same. Procedure: repair incisional hernia, laparoscopic. Specimen labeled: incisional hernia sac and omentum lower abdominal: histo tissue summary/slides reviewed: part 1: incisional hernia sac and omentum lower abdominal. (B)(6) 2013: (B)(6) radiology ¿ x-ray abdomen, single ap view. Indication: vomiting. Impression: nonspecific small bowel gas pattern without evidence of acute obstruction or perforation. No gross free intraperitoneal air. (B)(6) 2013: (B)(6) medical center. (B)(6) md (resident); (B)(6). Discharge summary. Hospital course: presented with large incisional hernia on 3/21; underwent elective laparoscopic converted to open hernia repair that day. On 3/22, tolerated soft diet, able to ambulate, foley discontinued. On 3/23, there was mild erythema around incision which resolved. Jackson-pratt drain kept draining a moderate amount of serosanguinous output, about 50 cc/24 hours. Being discharged home with home care for jackson-pratt and wound management. Pain managed with percocet; prescription for 30 tablets provided. Reports having bowel movements, denies fever, chills, nausea or vomiting. Follow up with dr. Bartels in 1 to 2 weeks. No lifting greater than 10 pounds for 5 weeks. Advance diet as tolerated. Instructed to empty jackson-pratt drain 2 to 3 times per day and record amount. (B)(6) 2013: (B)(6) medical center. (B)(6) md (resident); (B)(6). History and physical. Elective open incisional hernia repair on (B)(6); presents to emergency department with mild abdominal pain. Woke up with discomfort around incision, noticed suture holding drain was not. Impression/plan: cellulitis. Overnight accidentally pulled out jackson-pratt drain, attempted to advance it back in but unable. Also, this morning surrounding cellulitis around incision with tenderness. Start vancomycin and zosyn. Discontinue drain, appears that white tip was exposed then advanced back into abdomen. Addendum by nagamalli ramakrishna: stated drain pulled out during the night; was able to see the white portion of the drain. Based on instructions by home health, she pushed the drain back in. We are unable to see white portion of drain; as there has been minimal drainage and I did not want to leave a drain which was pushed back in, we removed it. Has erythema on either side of abdominal stapled incision. Plan is to admit for intravenous antibiotics, CT scan to evaluate fluid collections. Patient agrees. (B)(6) 2013: smh. (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: cellulitis and pain around site of incision. Impression: recent low abdominal incision with abdominal wall mesh and complex fluid collection measuring 7.5 by 2.8 by 1.8 centimeters in size at the incision site extending into left rectus sheath consistent with either trauma or hematoma. Findings are at site of a prior abdominal wall hernia repair which shows no evidence of recurrence. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Discharge summary. Reason for admission: cellulitis status post open incisional hernia repair with underlay mesh. Status post open incisional hernia repair 3/21. Hospital course was unremarkable, discharged home postoperative day 5 with jackson-pratt drain in place. Returned with complaints of peri-incisional cellulitis and drain had fallen out. CT scan showed likely hematoma extending into left recuts sheath-it did not communicate with mesh. Managed conservatively with intravenous broad-spectrum antibiotics, cellulitis improved. Nothing expressed from incision. Was discharged home on hospital day 3 on a 5-day course of oral bactrim ds. Home care nursing arranged to monitor wound. Exam: abdomen soft, nontender, nondistended, incision clean/dry/intact, staples in place. Improving peri-incisional erythema. No purulence or drainage expressible from incision. No lifting greater than 5 pounds, low fat diet. (B)(6) 2013: (B)(6) margaret. Audrey mccandless. Emergency room visit. Wound leaking fluids. Discharge diagnosis: postoperative seroma. (B)(6) 2013: smh. (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: postoperative abdominal pain. Impression: postoperative changes from ventral hernia repair with mesh. Enlarging subcutaneous collection anterior to mesh measuring approximately 14.6 x 3.6 x 13.1 cm. (B)(6) 2013: smh. (B)(6). Radiology ¿ CT drainage abscess. Indication: abdominal wall collection. Impression: limited unenhanced CT scan of pelvis revealed 13.6 general 5.8 cm subcutaneous fluid collection immediately anterior to mesh repair. During procedure 200 cc of serosanguineous fluid removed and discarded. Sample of fluid sent for culture and sensitivity. Plan: keep lower abdominal drain to suction bulb drainage. (B)(6) 2013: (B)(6) margaret. (B)(6). Discharge summary. Discharge diagnosis: postoperative surgical wound seroma. Albumin 3.1 l (3.4-5.0). Procedures: CT abdomen/pelvis, insertion of jackson-pratt drainage catheter surgical wound by interventional radiology. Follow up within 3 to 5 days christopher bartels. (B)(6) 2013: (B)(6) radiology ¿ CT abdomen/pelvis with contrast. Indication: evaluate for postoperative infection. Findings: again, noted are postoperative changes from ventral hernia repair with mesh. Anterior abdominal subcutaneous collection anterior to mesh has decreased in size, now measuring 11.3 x 3.5 cm, previously 15.1 x 5.0 cm at a similar level. Impression: decreasing size of anterior subcutaneous fluid collection. Left rectus is ill-defined; may be secondary to evolving postoperative changes versus hematoma. (B)(6) 2013: (B)(6) medical center. (B)(6), do (resident); (B)(6). History and physical. Seen less than 24 hours ago in emergency room. Labs yesterday showed slight leukocytosis of 13k. CT scan showed seroma not involving surgical mesh; no evidence of abscess, drainage or infection so discharged for outpatient follow up. Returns with ongoing abdominal pain. Abdomen: soft, very large pannus, no draining, erythema or bruising. Wbc 12.8 h, albumin 3.1 l (range ni). Impression/plan: ongoing abdominal pain status post abdominal hernia repair. Two visits to emergency department in two days with same pain. Fluid collection consistent with seroma, no evidence of infection; would not put on antibiotics at this point. Given morbid obesity, fluid lies within adipose, will likely be resistant to quick healing. Medical service consulted for management of comorbidities and pain. Consider pain management consult at this point; chronic, ongoing, unrelenting pain not amenable to surgical management of any kind. (B)(6) 2013: (B)(6) medical center. (B)(6) do (resident); (B)(6). Discharge summary. Super-morbidly obese, with recent open ventral hernia repair with gore-tex mesh, following a hernia which developed after cesarean-section on (B)(6) 2012. Notable diastasis of lower recti and 4 x 7 cm hernia. Discharged after several days with jackson-pratt in place. Readmitted with concern for cellulitis at incision site; treated with short dose of intravenous antibiotics and discharged on bactrim. Presented again to hospital on (B)(6) 2013 with ongoing abdominal pressure, drain placed at that time; pulled by dr. Bartels as outpatient on (B)(6). Presented to emergency department 4/30 with abdominal pain; CT scan showed seroma not involving surgical mesh. No evidence of abscess, drainage or infection so discharged for outpatient follow up. Returned the next day with ongoing abdominal pain, worse than yesterday but same characteristic, worse with cough. Still no fevers, chills or emesis. Surgery again consulted. Pain deemed musculoskeletal but admitted because not controlled. Hospitalist started albuterol for wheeze. Pain management recommends lidoderm patches, continue gabapentin; may be titrated up. Follow up with primary care physician for ongoing pain. Discharged in improved condition. Abdomen: soft, very large pannus, no draining, erythema or bruising. Discharge to home with home health care. Activity and diet, no restrictions. Addendum 5/03/13: disposition delayed secondary to ongoing pain; discharge additions including lidoderm patches, neurontin. (B)(6) 2013: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: left-sided anterior wall pain, prior fluid collection. Findings: moderate-sized anterior abdominal subcutaneous collection measuring 12 x 3. 7 x 12.3 cm unchanged. Impression: anterior abdominal subcutaneous collection overlying hernia mesh unchanged in size and appearance with inflammation extending down to level of hernia mesh. No acute pelvic process. Note this is 6th CT of abdomen/pelvis in 4 months; effort should be made to limit radiation exposure. Please ultrasound or MRI if repeated assessment of collection is clinically warranted. (B)(6) 2013: (B)(6) medical center. (B)(6) md (resident); nagamalli ramakrishna. History and physical. Obese, with recent open ventral hernia repair with gore-tex mesh. Discharged after several days with jackson-pratt in place. Readmitted with concern for cellulitis at incision site; treated with short dose of intravenous antibiotics and discharged on bactrim. Presented again to hospital on (B)(6) 2013 with ongoing abdominal pressure, drain placed at that time; pulled by dr. Bartels as outpatient on (B)(6). Admitted 5/1 for abdominal pain and again discharged from the emergency department on (B)(6) again secondary to pain. Returns to emergency department for ongoing pain and new onset fever. Seen by pain service who started new regimen. Wbc 12.6 and afebrile. Smokes daily. Gastrointestinal: soft, nontender, very large pannus, previous drain site noted, closed with granulation tissue visible, no draining, erythema or bruising. Tender to palpation right and left lower quadrant, voluntary guarding. Urine culture, no growth 1 day. Blood culture [2] no growth 4 days. Impression/plan: ongoing abdominal pain. Concern may have acute process considering subjective fever; admit for fever workup. Hold off antibiotics at this time. (Bb)(6) 2013: (B)(6) margaret. (B)(6) md (resident); christopher bartels. Discharge summary. Presents with abdominal pain. Had incisional hernia repair complicated by postoperative anterior abdominal wall fluid collection and cellulitis. Had drain in, it is removed. Pain in bilateral lower quadrants, seemed worse on left. No nausea/vomiting. Pain unrelieved with lidoderm patch, as well as ultram. No scans necessary this admission; last scan (B)(6) unremarkable with known finding of small pelvic fluid collection that appeared unrelated to location and characteristics of (on and off) pain. Afebrile and normal labs during admission. Pain service consulted; attributed pain to neuropathic and increased neurontin dose, recommended anti-inflammatories, limit narcotic use. On day of discharge states pain significantly improved. Follow up as needed or previously scheduled. (B)(6) 2013: (B)(6) . (B)(6). Emergency room visit. Discharge diagnosis: abdominal pain. (B)(6) 2013: (B)(6) . Maryann sehrer. Emergency room visit. Abdominal pain, surgery (B)(6) 2013. Discharge diagnosis: abdominal pain unknown cause. (B)(6) 2013: smh. (B)(6). Radiology ¿ interventional radiology us drainage percutaneous placement of catheter. Indication: abdominal wall fluid collection. Impression: successful drain placement with removal of 200 milliliters of serosanguineous fluid. On ultrasound there does appear to be some residual loculation collection suggested. (B)(6) 2013: (B)(6). (B)(6). Emergency room visit. Abdominal pain/drain not working. Discharge diagnosis: postoperative abdominal pain. Follow up with christopher bartels for postoperative issues, robert beasley for any concerns, (B)(6) regarding issues of chronic pain. (B)(6) 2013: (B)(6). Radiology ¿ us abdominal, limited study. Findings: residual collection measuring approximately 6.9 x 4.1 cm; previously 12 x 4 cm. No new fluid collections. Impression: decreasing size of anterior abdominal wall fluid collection with drain noted. (B)(6) 2013: (B)(6) . (B)(6) . Emergency room visit. Left abdominal pain, (B)(6) drain not functioning. Discharge diagnosis: postoperative seroma. (B)(6) 2013: (B)(6) . (B)(6). Emergency room visit. Discharge diagnosis: surgical wound check; healing as expected. Status post hernia repair and drain placement; drain removed wednesday, increasing pain today. (B)(6) 2013: (B)(6) radiology ¿ CT abdomen/pelvis without contrast. Indication: stone study. Impression: non-obstructing right renal stone. No acute abdominal or pelvic findings. Subcutaneous collection anterior to hernia mesh has resolved with residual soft tissue infiltration noted. Fluid collection posterior to mesh measuring approximately 3.9 x 3.8 cm. Cystic region in expected location of uterus. (B)(6) 2013: (B)(6). (B)(6) emergency room visit. Discharge diagnosis: acute abdominal pain, left renal colic. Make appointment to have CT scan reviewed by dr. Bartels for fluid accumulations. (B)(6) 2013: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: left lower quadrant pain status post trauma, history of hernia surgery, seroma. Findings: site of prior midline hernia repair noted anterior to urinary bladder. Impression: 8 mm calculus proximal right ureter. (B)(6) 2013: (B)(6) (B)(6). Emergency room visit. Discharge diagnosis: abdominal pain. Came to be evaluated for left lower abdominal pain; started 2 days ago after 4- year old child push with her hand down hard on left lower; had hernia repair at that area 6 months ago. Abdomen tender. Follow up within 3 to 5 days with kevin traub. (B)(6) 2013: (B)(6) penn hills. (B)(6). Office notes. Follow up from urgent care for acute nephrolithiasis. Symptoms are flank pain, abdominal pain, hematuria. Pain radiates to right inguinal area. Onset sudden one month ago. Social: current every day smoker. Abdomen: normal. Impression: kidney stone right side. Plan: lithotripsy. (B)(6) 2013: (B)(6). Intraoperative record. Preoperative diagnosis: right ureteral stone. Postoperative diagnosis: right ureteral stone. Procedure: extracorporeal shock wave lithotripsy, right. (B)(6) 2013: (B)(6). (B)(6) radiology ¿ CT abdomen/pelvis without contrast. Indication: right flank pain, stone protocol. Findings: chronic 5.6 cm cystic collection at the deep midline lower abdominal wall compatible with postoperative seroma in association with a hernia mesh repair. Impression: no hydronephrosis or renal calculi. Anatomy partially obscured by patient habitus with beam attenuation. Continued on attachment.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: seroma, abscess, chronic abdominal pain, necrosis, open draining wound, inflammation, infection, surgery to remove mesh, foreign body giant cell reaction, aggregates of foamy macrophages, adhesions, scarring, sinus tracking, mesh was part of a soft ball size mass. Additional event specific information was not provided.